Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and cardiac resynchronization therapy pacemaker (crt-p) exhibited high, out-of-range (oor) impedance measurements (>2000 ohms). No intervention has been performed. Requests for additional information were unsuccessful. No adverse patient effects were reported. The system remains in service.

Event description:
Additional information indicates that the left ventricular (lv) lead threshold was recorded at 7.5v at 2 seconds. There was loss of capture. There was no asystole. The lv lead was programmed off. No adverse patient effects were reported.

Event description:
Additional information was received indicating a revision procedure was performed. The physician could not find a suitable location for the left ventricular (lv) lead. The system was left as a dual chamber pacemaker and the lv lead was programmed off. It was reported that there were no adverse patient effects during the procedure. Post procedure, the patient has been symptomatic due to losing the biv pacing. It was also reported that the patient has throat cancer. At this time, the patient will continue to be monitored. No further intervention regarding the lv lead is planned. No additional adverse patient effects were reported. The system remains in service.